Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Complaint sample was evaluated and the reported event was confirmed. Inspection of the inner pouch confirms that the sleeve housing the part has breached the sealed area. The sterility of the product is not impacted; the thickness of the seal at this level is sufficient to ensure that the sterility of the product. DHR was reviewed and no discrepancies were found. The root cause of the reported issue is attributed to manufacturing deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information received.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
During receiving inspection, it was found that the sterile package and the inner package were sealed together.